Event description:
Doctor indicated loss of integration of the implant.

Event description:
Doctor indicated loss of integration of the implant.

Event description:
Doctor indicated loss of integration of the implant.